Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Va nurse called to report the following readings were on the customer's meter: (B)(6) 2016 - 17 mg/dl and 113 mg/dl within 10 minutes. (B)(6) 2016 - 25 mg/dl and 109 mg/dl within 10 minutes. (B)(6) 2016 - 19 mg/dl and 111 mg/dl within 10 minutes. No adverse event reported, meter and strips replaced and requested for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.